Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-33450, 3006705815-2020-33451. It was reported the patient's system was autoreducing due to high impedances on both leads. The patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as no action was performed on the ipg.